Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Per the instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients who are morbidly obese ((B)(6)). The other 2 devices referenced are being filed under separate medwatch MFR number.

Event description:
It was reported that placement of the prostar xl sutures were attempted in a moderately calcified right common femoral artery using the preclose technique before an interventional procedure. Reportedly, after deployment of the prostar xl device, only 3 needles were present, the needles were backdown and the device was removed. A second prostar xl was placed successfully. Following the procedure, the patient's blood pressure was 220/150 and the access site continued to bleed. A proglide was placed; however, when the plunger was removed, no sutures were present. A starclose se clip was deployed; however, hemostasis was not achieved. A cutdown and the sutures of the second prostar xl device were used to achieve hemostasis. A clinically significant delay of one hour was reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl, proglide and starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The lot number was initially reported as 20208j1; however, it was found not to exist. The lot number was changed to unk. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.